Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the MRI would not merge correctly leading the surgeon to use patient's MRI that was used a year ago. A delay greater than 30 minutes was reported.

Manufacturer narrative:
It was reported that a merge failure occurred when the surgeon attempted to merge exams. A DHR and a complaint history review was performed and did not identify any contributory factors to the event. A test was performed at the manufacturing site and concluded that no noticeable issue occured. The merge issue described in the complaint description cannot be confirmed.